Manufacturer narrative:
The information provided in section adverse event with the initial report was incorrect. The correct information has been included with this report. .

Event description:
The customer's blood glucose was 126 and 187 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. Customer¿s other blood glucose was 126 mg/dl and 187 mg/dl. The insulin pump will not be returned for analysis.